Event description:
Caller reported that insulin gauge displayed a different amount than expected on a previous day, with a fill estimate discrepancy of 45 units instead of the expected 300 units. There was no adverse impact to the customer's blood glucose level. Customer continued using the device and experienced a static value; technical support instructed the caller to reach out again for troubleshooting if an active fill estimate issue arises in the future, and the caller acknowledged this advice.